Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after submerging pump in water. Customer's blood glucose was 118 mg/dl at the time of incident. Troubleshooting was done for button error. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with a button error alarm and had unresponsive buttons due to corroded keypad traces. No moisture damage was noted on the electronic assembly during visual inspection. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.